Event description:
It was reported that, during testing, the device failed pressure testing as the psi was too high. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The device was not able to accurately read pressure. The camshaft, hub gear, valves and expulsor were all replaced and the occlusion sensors were both calibrated. The device then passed all testing. The exact cause of the sensing issue was not determined.